Event description:
While in pt's eye during procedure, 25g vitrectomy probe tip broke, but end did not separate completely. No injury occurred.

Manufacturer narrative:
Product has not been received for evaluation to date. Questionaire has not been returned to date.